Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the left ventricular (lv) lead. X-ray imaging was performed and dislodgement of the lv lead was observed. The physician suspected the dislodgement was due to patient ambulation. The lead was capped and replaced to resolve the event. The patient was in stable condition. Additionally, the patient had presented to the clinic with cardiac decompensation, however, the device had not been interrogated and it is unknown if the cardiac decompensation was related to the lv lead dislodgement.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.